Manufacturer narrative:
At this time, our records indicate that this ICD system remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient advocate that the patient with this implantable cardioverter defibrillator (ICD) experienced fluid build up shortly after the system was implanted that resulted in hospitalization. The patient is now in hospice care as hi is terminally ill. The advocate reported that the "leads were disconnected" and that the patient should have been hospitalized for a longer period of time. Boston scientific technical services (ts) referred the advocate to contact their physician for further information. No additional adverse patient effects were reported. Attempts to obtain any further information on this case have not been successful and the patient has not returned to the hospital for any further evaluations.